Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited beeping tones. Also, patient had severe anxiety and need beeping turned off. Boston scientific technical services (ts) discussed about beeping and suggested to get the device evaluated by the physician. The device exhibited high out of range impedance measurements and the limit was adjusted, and it is suspected to be tissue related, the patient is stable and will continue to be monitored. To date, the device remains in service. No adverse patient effects were reported.